Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was removed from packaging and was found to be kinked. The physician attempted to implant the lead regardless, but was unsuccessful. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. No anomalies were found. The analyst noted that according to the complaint of the lead was found kinked, stylet and introducer insertion tests were performed using a stylet and an introducer samples in the lab, no obstruction was found. No kink was observed. If information is provided in the future, a supplemental report will be issued.